Manufacturer narrative:
The device is expected to return to the manufacturer for investigation; it has not been received.

Event description:
The event involved a filter leak of chemotherapy from a primary plum set. The leak was located on the rear of the filter near the circle. The nurse noticed a wet patch on the patient¿s blanket and on further investigation notice fluid leaking from the filter. The incident occurred after one hour of chemotherapy infusion. No one was harmed as a result of the event.

Manufacturer narrative:
The device was received by the manufacturer on 20-nov-2019 for investigation. Received one unused list # 140159290 set in an opened pouch. The complaint indicated the used set would be returned, however what was received was an unused set. The set was removed from the package and the set was visually inspected and there were no issues found with the set. The set was primed per package instructions (with no problems) and hydrostatic pressure leak tested according to product specifications and no leaks were found anywhere along the fluid path. The drip chamber vent plug juncture was tested according to product specifications and no leaks occurred. The reported complaint of leaking filters could not be confirmed. The lot history was reviewed and there were no nonconformities that were found that would have contributed to the reported complaint. The lot history was reviewed and there were no nonconformities that were found that would have contributed to the reported complaint.